Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A male of unknown age underwent an abdominal endovascular therapy on (B)(6) 2013. While the physician removed the grey positioner, the captor hemostatic valve came out as well causing excessive bleeding. The graft condition was not affected and graft was implanted. Pt was supplied with extra blood due to excessive bleeding. No additional info has been provided by the reporter.